Event description:
The customer states that a false negative axsym bhcg result of <2.0 miu/ml was reported on a pregnant pt. The ER questioned the result because the pt was clearly pregnant. A second specimen was drawn from the pt the same day and the bhcg result was 100,000 miu/ml. The initial specimen was then retested yielding a result of 100,000 miu/ml. No impact to pt management was reported.